Event description:
It was reported that during preparation, for a turp procedure with greenlight console, the surgeon observed an ultra bright white image on the monitor. The surgeon and team tried another monitoring device but the results were the same. The procedure was completed with a different device. No injury was reported. Patient condition: "normal" reported.

Manufacturer narrative:
On (B)(6) 2016 a video camera insert replacement was sent to the customer. The video camera insert will be installed by the customer. The faulty video camera insert has not been returned for evaluation.